Event description:
The manufacturer received information regarding a rep dreamstation auto bipap. The patient has died of heart attack. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination, hairlike materials, an unknown contaminant, yellow colored contamination to the device. The manufacturer found liquid ingress to the blower and blower box. The manufacturer also found brown colored contamination, white colored contamination, fiber like contamination, dust contamination and liquid ingress in the humidifier. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer also confirmed liquid ingress to the device.